Event description:
It was reported to arthrocare on (B)(6) 2011, that a pt underwent a procedure, using two opus speedscrew 5.5 implants. One of the implants broke away from the inserter handle before the implant was fully screwed into the bone. On the second implant, the sutures were tightened. After the implant broke away, the peek suture lock plug did not deploy, and was retained on the inserter handle. The doctor completed the surgery with an alternative arthrocare implant, no pt injury, and a surgical delay of approximately 30 minutes.

Manufacturer narrative:
The pt's age and gender were requested, but to date have not been provided. Date of event was requested, but to date has not been provided, therefore an approximate month and year is being provided. It was reported that the device will be returned for investigation. To date the device has not been received. A follow up report will be submitted once the lot history is reviewed and the investigation is complete. The additional device used in the same procedure was filed under MDR 20232380-2011-00079. (B)(4).